Event description:
The customer questioned one patient result for the white blood cells (wbc) generated on the cell-dyn analyzer. A result of 19.4 k/ul was suspected and was repeated with a similar result. A peripheral smear was then performed with a confirmed result of 56.3 k/ul which was reported out.

Manufacturer narrative:
Product evaluation was performed to investigate this issue. The submitted data showed that the software misidentified the small lymphocytes (variable lymphocytes) possibly due to its size and position in the scatter and labeled them as nucleated rbcs. The investigation found the sample had interfering substances and conditions, lyse-resistant rbcs and variable lymphocytes, which affected the sample processing. The complaint incident was sample specific and is covered in the product labeling. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.